Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criteria intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coil device is in abnormal position and appears to be embedded within the myometrium") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of blood pressure high, prostate cancer, anxiety, depression, anemia, covid-19, dysfunctional uterine bleeding, depression, drug allergy (penicillin antidepressants), parity 2 and multi gravida. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: "right salpingectomy": fallopian tube, no pathological diagnosis. "Left salpingectomy": fallopian tube, no pathological diagnosis. Endometrial curetting: secretory endometrium. Clinical data: preop and postop diagnosis: abnormal uterine bleeding, malpositioned essure coils procedure: hysteroscopy d and c minerva ablation, laparoscopy bilat fallopian tube removal of essure coils. Specimen: right fallopian tube; left fallopian tube; emc. Gross description: left fallopian tube present in the fallopian tube is a silver metallic nonmagnetic essure coil. Emc post ablation with essure coil additionally present in the specimen container is a silver metallic nonmagnetic coiled structure measuring 1.2 cm in length and having a cross diameter of 0.2 cm. [Ultrasound scan] on (B)(6) 2020: findings: the uterus is retroverted measuring 12.0 x 4.2 x 5.3 cm. No intramural masses are identified. The endometrium is unremarkable measuring 5 mm in thickness. The reflective echoes of an essure device are identified embedded in the myometrium of the body of the uterus on the right. The reflective echoes of the left-sided essure coil appears in appropriate position within the tube at the margin of the left cornua. Both ovaries are visualized and appear unremarkable. The right ovary measures 3.8 x 2.6 x 2.0 cm; the left ovary 3.6 x 2.7 x 1.8m. Impression: right-sided essure coil device is in abnormal position and appears to be embedded within the myometrium of the right body of the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Event medical device removal is replaced with device embedded. Medical history, concomitant conditions and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.